Event description:
Pt presented with nonfunctioning port-a-cath. Surgeon admitted pt to same day surgery for repositioning or removal and replacement of same. Upon removal the surgeon noted the thick membrane access was noted to be half-way out of the housing it is seated in. New port-a-cath implanted. Reviewed by biomed. Noted valve separation.